Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was returned.

Event description:
During distal humerus fracture w/ olecranon osteotomy procedure, the following was reported by the surgeon: olecranon nail was used for osteotomy. When putting in the nail, the distal stabilization k-wire, that goes out side of the nail through the aiming arm, skived off the ulna and torqued the aiming arm causing us to drill outside of the nail for our locking screw hole. When we noticed what had happened, we repositioned the k-wire and re drilled the holes and reinserted the screws. The nail was large for her canal. The ulna fractured at the tip of the nail - starting around the open hole that we drilled.